Event description:
This spontaneous report was received on (B)(4) 2013 from a consumer (age and gender unspecified) reporting on self from the united states. On (B)(6) 2013, in the morning, the consumer used reach access daily flosser, once, for general oral hygiene (route dental, lot number and expiration date unspecified). On the same morning, the entire replacement head of flosser broke from the handle inside the consumer&apos;s mouth. The consumer mentioned that it was unflavored floss and the actual floss did not break. The consumer had been using access flosser for a long time, however, this new one seemed to be different, did not have the two inch stem like the earlier one and was not as strong or durable. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 14-oct -2013 from a consumer (age and gender unspecified) reporting on self from the united states. On (B)(6) 2013, in the morning, the consumer used reach access daily flosser, once, for general oral hygiene (route dental, lot number and expiration date unspecified). On the same morning, the entire replacement head of flosser broke from the handle inside the consumer&apos;s mouth. The consumer mentioned that it was unflavored floss and the actual floss did not break. The consumer had been using access flosser for a long time, however, this new one seemed to be different, did not have the two inch stem like the earlier one and was not as strong or durable. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on 20-nov-2013. Lot number was not provided and no sample has been received. A review of the complaint data revealed no unfavorable trend, however, a potential upward trend was observed. History of changes demonstrated adequate controls and did not show any gaps in the production process that could potentially affect the product. This complaint could not be confirmed due to the absence of returned sample and lot number. Disposition was undetermined. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.